Event description:
As reported to coloplast, though not verified the patient had an altis device implanted on (B)(6) 2024. Reportedly from on (B)(6) 2024 the patient experienced intermittent vaginal bleeding, odor from vaginal area, mesh exposure and urinary tract infection. The sling was partially excised on (B)(6) 2024. On (B)(6) 2024, the patient visited the emergency department for vaginal pain and bleeding and examination noted tenderness with palpable mesh in the anterior vaginal vault. The sling was further excised. The left arm of the mesh removed to obturator fascia. The plug was left intact. Vaginal bleeding continued.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc], and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with other various failure modes not reported in this complaint. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.